Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an extended opening and white particles. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a smooth crease opening on posterior and stress marks. Based on the device analysis the final assessment was a smooth crease opening on posterior assessed as fold flaw opening. Additional, changed, and/or corrected data: d.10., h.3., h.6.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Healthcare professional also reported "rupture, pain, inflammation, fluid around the implant, right breast fuller than left, and looked distorted; all after a fall"; these events are not device related. Device has been explanted.

Manufacturer narrative:
The events of "seroma-late" and "granuloma" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional also reported "dark brown fluid in the pocket," "the capsule was extremely calcified," and ¿granulomatous inflammation". Healthcare professional confirmed patient does not have bia-alcl.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Healthcare professional also reported "rupture, pain, inflammation, fluid around the implant, right breast fuller than left, and looked distorted; all after a fall"; these events are not device related. Device has been explanted.